Manufacturer narrative:
Testing was performed on retained kit lot 087864 with the following internal serum/plasma control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 087864 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported false positive or unconfirmed false positive related to lot number 087864 showed that the complaint rate is (B)(4). The customer returned one serum sample from one of the patients and it was tested with retain devices from the same kit lot. The (B)(6) result was replicated. Testing of the returned patient sample was intended to replicate the customer's reported issue. The customer requested that the same returned patient sample be tested on additional retain kit lots unrelated to this complaint. The testing was performed and the (B)(6) result was replicated with all test devices. The additional device lots used were also investigated and performance was confirmed through DHR review, lot trace and retention testing with qc controls for all lots. A review of complaints for these product lots and trend code indicates that product performance is within claims made in the device labeling. The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represents 1 of 3 (B)(6) ab results on serum samples tested with the alere determine hiv 1/2 ag/ab combo, reported by a customer to a sales representative. Quest 4th generation hiv testing (unknown method) was (B)(6). Patient gender, pregnancy status, treatment and patient outcomes were unknown. There is insufficient information to determine if a malfunction occurred. This will be filed as 3 separate MDR reports. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).